Event description:
Complaint alleged that during biomed testing, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. The processor/bridge/pace (pbp) board and defib connector were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.